Event description:
The facility reported a colleague infusion pump that had a false air in line alarm. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred during sterile processing. There is no further complaint information available. The user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). The device has been requested to baxter for evaluation; however the device has not yet been received. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty ail pcb (air in line printed circuit board). The ail pcb has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).during a review of the event history, it was discovered that the air detected set alarm occurred four times on (B)(6) 2010.

Event description:
According to the complainant, five events occurred during separate procedures. The events were either bent forceps needle found during inspection prior to use, or no smooth jaw movement encountered during the procedure. The event "bent needle" is an MDR reportable scenario, and since it could not be ascertained which event occurred during each procedure, five manufacturer reports have been established. Please reference report # 3005099803-2010-04458, 3005099803-2010-04459, 3005099803-2010-04460, 3005099803-2010-04461 and 3005099803-2010-04462. No visible damage was reported to the packaging of the device and the sterile barrier did not appear compromised. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.